Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte luer access split-septum stand-alone device experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: after the patient's infusion was completed on (B)(6) 2020, when the responsible nurse sealed the tube, there was leakage at the central venous catheter. Check immediately and found that the infusion connector was broken. The patient was immediately disinfected locally, blood was drawn back, and the infusion connector was replaced. Re-sealing the tube without adversely affecting the patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: after the patient's infusion was completed on (B)(6) 2020, when the responsible nurse sealed the tube, there was leakage at the central venous catheter. Check immediately and found that the infusion connector was broken. The patient was immediately disinfected locally, blood was drawn back, and the infusion connector was replaced. Re-sealing the tube without adversely affecting the patient.